Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge was not detected on the communication bus. The customer reported that the user was unable to remove the medication for the patient due to the malfunction, resulting in a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the fridge door had failed due to misalignment of hasp. A field service engineer repositioned both the remote manager and the hasp to resolve this issue. The system functioned as intended after a field service engineer repaired the device. E1 initial reporter facility name: (B)(4).